Event description:
Event description guidant received information that this patient was still experiencing pre-syncopal symptoms two weeks post implant of this pacemaker. Therefore, the patient's cardiologist recommended pacemaker evaluation. The patient proceeded to the pacemaker clinic at which time the patient experienced a syncopal event resulting in a fall and a head laceration. Device evaluation was performed which confirmed appropriate battery status, no warning messages and all measurements were within normal limits. However, the decision was made to explant this device as it is included in the bounded population described in guidant's june 23, 2006 advisory communication.